Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient experienced an eye infection in the right eye (od) with lenses and was prescribed zylot. In the absence of medical information, this event is being reported in abundance of caution based on the alleged eye infection.